Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
It was reported a seroma developed over the patient's implantable neurostimulator (ins) site. Surgical intervention was undertaken and the ins, was explanted. A replacement ins was then implanted in another location.